Manufacturer narrative:
Added customer information. E1 updated. Added customer information. E1 updated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the patient was seen for a periodontal exam. The finding of the exam are mucogingival deformities and conditions surrounding teeth, lack of keratinized tissue on #24 and 25 and gingival recession on #24 and 25. The patient has thin gingival phenotype and moderate recession particularly on #24. The patient is strongly encouraged to discuss further orthodontic treatment under the supervision of an orthodontist if they would like to continue. They are not interested in soft tissue grafting at this time and would like to monitor the front teeth area associated with this.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.